Event description:
It was reported that during a laparoscopic anterior resection procedure, the device suddenly burst at the sleeve of upper ring between the iris valve and the sliding gear. It was not noted how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at time time.